Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 439 mg/dl at the time of incident. Customer treated with insulin.   The customer was advised to prime the device and troubleshooting found that the pump was able to complete the priming sequence.